Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: (B)(4) lead stretched; full lead was returned for analysis. The lead has been stretched so the inner tubing buckled and prevents the helix from functioning properly. There was blood in/on helix mechanism.

Event description:
It was reported that the lead was dislodged and had no capture. The physician could not re-engage the helix so the lead could not be repositioned. The lead was removed and replaced. No patient complications were reported as a result of this event.